Manufacturer narrative:
One fogarty was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. Balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon burst. The doctor noticed the issue after removing it from the patient. There was no allegation of patient injury. The device was received for evaluation and the balloon edges did not appear to match up.

Manufacturer narrative:
Based on further engineering investigation performed at manufacturing site, a potential root cause could not be determined. Additionally, the units go through balloon and winding inspection as part of the manufacturing process. The instructions for use (IFU) were reviewed and indicated that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Additionally, a pra has been generated.